Event description:
This device was returned without oos documentation from medtronic, inc. Medtronic has no information regarding this patient. The following physician's office wouldn't return phone calls regarding this patient. The date of explant is unknown. There are no complaints associated with this device. There are no adverse events reported for this patient. On 06/15/2010 - based on the analysis, it was determined this should be a reportable event.

Manufacturer narrative:
Upon receipt, the lead was found dissected some 40cm proximal to the lead tip. Only the distal part was received. It is reasonable to assume that the lead was dissected in the course of the lead explantation. The analysis of the lead fragment found damaged insulation at a distance of some 29cm proximal to the lead tip. In that section, the lead body was found squeezed and deformed. The analysis did not demonstrate any sign of a material or manufacturing problem. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular - first rib entrapment. The deformations of the shock coils resulted most likely from the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.